Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that it could not be determined if the leadless implantable pulse generator (ipg) was atrial under or over-sensing. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.